Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and bent cannula event. Blood glucose level was 446 mg/dl at the time of the event. The duration of hospitalization was for 24 hours. Patient experienced the symptoms of headache, flue, and backache. Patient got treated with insulin injection. No further information available.